Event description:
The customer received a blood glucose result of 509mg/dl at 7am and took 10 units of insulin based on a sliding scale) customer retested again at 11am and received a result of 437mg/dl and took 8 units of inuslin. The customer tested again at 12pm and received a result of 527 mg/dl. Paramedics were called and they received a result of 25mg/dl, the customer was in a diabetic coma. The customer was taken to the hosp wehre they were given an IV of an unknown substance for the return of the suspect device and replacement product was sent.